Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac event and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.